Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) has been investigated. Upon investigation the electrode was missing both rear therapy electrodes, the interconnect cable, and the cable connecting the rear therapy electrodes to the distribution node. The root cause for the missing cables and electrodes is excessive force. No adverse event resulted from the defective equipment.

Event description:
During the investigation of an electrode belt following a non-reportable patient death, a reportable malfunction was found.